Manufacturer narrative:
Date of event: date is approximate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their first stimulator only lasted 2 years and they thought it would last longer. No patient symptoms were reported.